Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change, with glucose rising above 400 mg/dl and remaining elevated for approximately 4 hours; a subsequent supply change led to partial improvement, and an external 5-unit novolog injection was administered while the ilet was suspended. Symptoms included hyperglycemia without loss of consciousness, dizziness, or ketoacidosis. Outcomes included temporary disruption of therapy and use of backup insulin to reduce blood glucose, with levels trending down to 345 mg/dl by the end of the call. Investigation included product evaluation by history review and troubleshooting with the user, including site removal, inspection for a bent cannula, and guidance to wait before initiating a new supply change while monitoring blood glucose. Investigation of this case revealed no visible insertion-site complications and an unclear root cause of the hyperglycemia. It was concluded that the event was user-managed with coaching and that a definitive device-related failure could not be confirmed.